Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 459888 lead, implanted: (B)(6) 2018; product ID: dtmb1qq ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed a t-wave oversensed event on the right ventricular (rv) lead post shock for an episode of ventricular fibrillation (vf). The rv lead remains in use. No patient complications have been reported as a result of this event.